Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found with damaged conductor wire insulation near the distal idler pulley. Material appeared to be lifted off, but no material appeared to be missing. The electrical continuity test passed and no thermal damage was observed. The root cause is attributed to a component failure.

Manufacturer narrative:
Isi requested that the product be returned for analysis, but has not received the fbf instrument for evaluation as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot #, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4) during a prostatectomy surgical procedure. The instrument had 1 use remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, a part of the insulation came loose from the wire at the joint of the fenestrated bipolar forceps (fbf) instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 9-sep-2021 and obtained the following additional information: the issue was detected during the reprocessing process. The fbf instrument was inspected at the beginning of reprocessing and not noted at that time. It is unknown if the fbf instrument was inspected for damage after the surgical procedure. The reporter did not know if the fbf instrument was inspected prior to use, but noted the damage would have been noticeable on screen. The reported defect looked like a mechanical damage to the black cable. The reporter did not know if there were any instrument collisions. No photos were available. The patient information was not available.